Event description:
It was reported that during a da vinci hysterectomy procedure, non-robotic needle holder while holding a needle and passing thru 5mm reduced cap on the green seal, part of the seal broke off and ended up in the patient. The part was retrieved and case was completed. No patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event and it was indicated that the fragment was removed laparoscopically. There was no x-ray performed and there was no injury to the patient. On (B)(6) 2014, the initial reporter provided additional information that the cannula seal will not be available for return.

Manufacturer narrative:
The 8mm cannula seal accessory has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted, if the cannula seal is returned or if any additional information is received.